Event description:
It was reported that an unspecified access set leaked unspecified chemotherapy medication. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: during following up, it was clarified that the leak occurred "after the chamber. There was a slow drip after the chamber." This issue occurred during patient infusion. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.